Manufacturer narrative:
Correction to e1: initial reporter address, city, and postal code. H4: the lot was manufactured between 9 june and 11 june, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked between the flow regulator and the luer lock cap. This occurred during the filling process. There was no patient involvement. No additional information is available.